Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). Livanova (B)(4) learned that the service requested has been canceled by the customer. For this reason, the livanova field representative has not been dispatched to the customer's facility and the reported malfunction could not be neither confirmed or investigated. As the device was not available for testing the issue could not be reproduced or confirmed, a root cause was not identified. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova (B)(4) received a report that the erc clamp from the s5 system intermittently does not open up during procedure. There was no report of patient injury.